Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented to clinic for device check after receiving appropriate shock for true vf, inappropriate charging due to noise was observed. Noise was since the hv shock. Inappropriate shocks were not delivered for noise. There was also no capture at maximum output. Lead was explanted and replaced. Patient was fine.